Event description:
Additional information received reported that the patient just told the physical therapist that sometimes the healthcare provider (hcp) would have to do the ¿tweak¿ surgery but they did not know of any specific patients or further details of the situation.

Event description:
It was reported that sometimes the healthcare provider would have to do a ¿tweak¿ surgery to maximize things. Information regarding further clarification of the ¿tweak¿ surgery and events in which this occurred has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).